Event description:
A (B)(6) distributor returned battery pack sn (B)(4) and battery pack sn (B)(4) to zoll with a note indicating "charger shows battery defective."

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon evaluation, the battery output voltage was measured at 1.88v. The cause for the low output voltage cannot be positively determined but was likely the result of defective cells. No adverse event resulted from the defective battery packs. Device manufacture date: battery pack sn (B)(4): 05/2009.